Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt on the objective lens, and the aw (air/water) tube and aw cylinder had stain. There was no patient involvement.